Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr separated from the shaft. A 1.25mm rotapro was selected for use in an atherectomy procedure in the right coronary artery (rca). The distal rca target lesion was severely calcified and located in severely tortuous anatomy. Ablation was performed in the proximal rca followed by further ablation in the distal rca. While attempting to remove the device, the burr and shaft were found to be separated. Both the burr and the shaft were able to be removed, and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter state: (B)(6). Device eval by manufacturer: returned product consisted of the rotablator rotalink plus atherectomy device with a non-boston scientific 6f guide extension catheter and a rotawire. The burr catheter was received attached to the advancer unit, but the coil was received detached from the burr catheter. The advancer, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device revealed that the handshake connections were still connected inside the housings, but the coil was received detached 11.5cm distal of the handshake connection, and the sheath was detached 6mm distal of the strain relief. The separated ends of the coil and the sheath show that the device was cut in the area of the sheath and coil. The rest of the sheath was not returned for analysis. The majority of the coil was stretched, indicating that there was resistance applied to the device. The burr was detached from the coil and on the returned rotawire. The burr was able to be removed from the rotawire with no issues or resistance. The burr was microscopically inspected, and it was revealed that a portion of the coil and blood were inside the burr. The bottom of the burr was also damaged with the annulus flared. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported event, as the sheath and coil were cut-off at the facility and the burr was detached from the coil with additional confirmed damage to the device.

Event description:
It was reported that the burr separated from the shaft. A 1.25mm rotapro was selected for use in an atherectomy procedure in the right coronary artery (rca). The distal rca target lesion was severely calcified and located in severely tortuous anatomy. Ablation was performed in the proximal rca followed by further ablation in the distal rca. While attempting to remove the device, the burr and shaft were found to be separated. Both the burr and the shaft were able to be removed, and the procedure was completed. No patient complications were reported.